Event description:
A physician reported a pt who was originally double skin tested in 1995 (exact date not known) with negative results. The pt has had multiple collagen treatments without adverse response. On 17 march 1998, the pt was treated in the nasolabial folds. On 21 june 1998, the pt was examined by the physician who noted swelling and induration at the right nasolabial fold treated site. The pt stated that the symptoms began on 19 june 1998. The pt denied itching. The physician prescribed oral benadryl for the symptoms. The physician believed the symptoms were probably a hypersenstivity to the collagen. No further medical or surgical intervention was planned.